Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during an unknown stage of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient reported the event during a follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient did not complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: b.5

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during an unknown stage of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient reported the event during a follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient did not complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: h.6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during an unknown stage of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient reported the event during a follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient did not complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9, g.1, h.3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the pump door and on the top cover, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area around the catch post area and within the cassette compartment. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, balloon valve actuation test, and patient sensor pressure verification check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between the pump assembly and display assembly during the internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the dried fluid could not be determined. There was visual evidence of a clog in hp1 and hp2 filters which is related to the m31 air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during an unknown stage of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient reported the event during a follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient did not complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The cycler was returned to the manufacturer for physical evaluation.